Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection review, it was noted that the plate was broken off for the middle third of the oblong hole. The holes were chipped around the threads, and scratches were noted. The single-use device was used/removed and returned for investigation due to a broken plate in situ, which resulted in revision surgery. No more information was provided about the patient's activities, illness, bone quality, or age. -dimensional inspection was conducted in accordance with drawing c12920-01, and all measured values were found to be within specified tolerances. (Refer to dimension results for details.) -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error, specifically repeated bending of the plate at the same location or creating excessive acute angles, which potentially leads to premature plate fatigue, failure, and/or breakage in situ due to mechanical stress on the implant during the plate removal process. A secondary, related failure mode involves the lack of information about the patient's activities, illness, bone quality, and age, which likely contributed to this condition that may have increased mechanical stress on the implant, ultimately leading to hardware fatigue and breakage, and resulting in adverse patient outcomes for revision surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery was required after a clavicle plate for the middle third with shaft broke in the patient. The revision surgery was performed on the (B)(6) 2025. No further information was received.